Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. The proximal and the distal fragment were received for analysis. A medial fragment (approximately 3cm length) was not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular 31cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further damages such as several cuts into the insulation 30cm, 32cm an 33cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead had out of range impedance and noise on the rv channel, leading to an inappropriate shock. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.